Manufacturer narrative:
A field service engineer (fse) evaluated the instrument at the customer's site. The fse cleaned the hgb chamber and rinse lines as part of troubleshooting, but found the bsv knob was loose causing bubbles in the optical path resulting in high hgb and mchc results on patient samples. The fse cleaned and loaded the bsv knob correctly resolving the issue. The repairs were verified per established procedures. (B)(6).

Event description:
The customer reported erroneous high hemoglobin (hgb) and mean corpuscular hemoglobin concentration (mchc) results for patient samples cycled on a unicel dxh 800 coulter cellular analysis system compared to another analyzer. Patient data was requested, but the customer stated that their policy made them unable to provide the data. No erroneous results were reported out of the lab and there was no change or effect to patient treatment in connection with this event.